Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30 mmol/l at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe for high blood glucose. Customer stated that his sensors were not working at the time with the insulin pump. Customer stated that auto mode feature was off during high blood glucose event. The insulin pump will not be returned for analysis.